Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt had history of gastrointestinal (gi) bleeding and coumadin was stopped. The pt was readmitted with heart failure symptoms and the pump was exchanged with another lvad.

Manufacturer narrative:
The lvad was successfully exchanged and the pt remains ongoing without any further issue reported. The explanted device was returned to the manufacturer for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.